Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the black box history showed multiple cs 054 call service alarms followed by por events. The returned battery cap was secured to the pump and was able to maintain an electrical connection with the pump. Returned battery cap unscrewed by half a turn with no power loss occurring. Returned battery cap contact height was found to be out of the required specifications and the contact width measurements were found to be within the required specifications. The battery compartment was found to be cracked below the bumper pad and on the side at the threads. Moisture corrosion was observed inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and leaks were found at the battery compartment cracks. The pump case was removed and no evidence of moisture or intermittent conditions was found on the power circuit. The returned cartridge cap was used to complete the investigation. The display was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.